Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes due to noise on the right ventricular lead were observed. Provocation testing and pocket manipulations were performed but the noise was not reproducible. All other electrical measurements were normal and within range. The device was reprogrammed and the patient was in stable condition.